Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that solution leaks from IV line connection with a bd connecta¿ stopcock. The following information was provided by the initial reporter: IV solution leaks from IV line connection. One box left at customer site.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8334718. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample was submitted for evaluation and testing, no abnormalities could be identified in the returned sample despite attempts to identify the cause using leakage testing and microscopic evaluation of the device. A possible explanation for this phenomena is the sterilization process of all potentially contaminated devices. The high heat of this process is sufficient to result in the deformation of the septum, potentially sealing any openings that would allow the passage of fluid. Bd was not able to confirm the customer¿s indicated failure mode with the provided sample. Based on investigation results to date, root cause for manufacturing process cannot be determined.

Event description:
It was reported that solution leaks from IV line connection with a bd connecta¿ stopcock. The following information was provided by the initial reporter: IV solution leaks from IV line connection. One box left at customer site.